Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device was explanted due to premature battery depletion as a result of high threshold measurements on the left ventricular (lv) lead. The lv lead was surgically abandoned. It was noted this procedure was considered emergent. The patient was not dependent on lv therapy. No additional adverse patient effects were reported.